Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that a patient's generator was unable to be interrogated. Three separate programming systems were used to try and interrogate the patient without success. Update was later received that the last time the device was successfully interrogated battery life was seen ok. A generator reset was also performed to troubleshoot and after reset, the device could still not be detected. The patient had the generator replaced due to a suspected generator issue. The suspect device has not been received to date. No other relevant information has been received to date.

Event description:
Device evaluation was completed.

Event description:
The suspect device was received for analysis. Device evaluation has not been completed to date.